Event description:
Portex d.i.c. #8 cuffed trach tube ref # (B)(4) lot # 1745919. Above tracheostomy balloon was tested prior to handing it to the physician. After insertion, the physician asked for a new tracheostomy tube since the balloon had broken during insertion. The broken tracheostomy tube was replaced by another of a different lot # and was inserted without incident. The pt tolerated the procedure well. Exp date: 10/2014.